Manufacturer narrative:
An event of stenosis and regurgitation, possibly due to a leaflet tear was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19mm sjm trifecta valve was implanted in the patient's aortic position. On (B)(6) 2020, aortic stenosis and regurgitation was confirmed on the patient and was assumed to be due to a tear. A valve in valve procedure is being considered, for the regurgitation is gradually worsening. The reoperation date is still undecided.